Manufacturer narrative:
Based on the information provided the cause of the reported death is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Isi has made additional attempts to contact the site and gather information. However, isi was unable to obtain additional information. If additional information is received, a follow-up MDR will be submitted. If additional information is received, a follow-up MDR will be submitted. No image or video recording has been provided to isi for review. A review for system logs at the site was performed and no logs are available for the event since the system was never used. The instructions for use (IFU) for the da vinci xi systems contains the following cautions to minimize the risks associated with port placement. Appropriate patient positioning to shift organs away from the port placement site. An adequate level of insufflation. Obturator tip is pointing away from major vessels, organs, and other anatomic structures. When possible, visualization of the entire insertion of the cannula using the endoscope is preferred. Utilize continuous, controlled pressure with a deliberate rotating motion when placing the cannula and obturator. A review of the event was conducted by an isi medical officer and the following additional information was provided: based upon the information in the description of events, the patient¿s aorta was injured with a ¿bariatric trocar¿ prior to docking and using the da vinci system and instrumentation to perform the scheduled hysterectomy procedure. The bleeding was unable to be controlled and the patient expired. The manufacturer and trocar information are not available as part of this review. Moreover, the trocar placement surgical technique is also unknown. If available, this information would allow for a better understanding of this event. This complaint is being reported due to the following conclusion: at the start of a planned da vinci-assisted benign hysterectomy procedure, the surgeon injured the aorta while performing an initial entry with an isi trocar. The injury to the aorta resulted with uncontrolled bleeding which ultimately led to the patient¿s death. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
It was reported that during a planned da vinci-assisted benign hysterectomy procedure, the surgeon accidentally nicked the aorta with an unspecified trocar. The patient experienced excessive bleeding and subsequently expired. The procedure was converted to an open surgery; however, the patient coded and expired. Intuitive surgical, inc. (Isi) contacted the site's robotics coordinator and obtained the following additional information regarding the reported event: per the robotics coordinator, it is not believed that the da vinci surgical system caused/contributed to the patient's operative complication and subsequent death as the system was not docked. However, the robotics coordinator was unwilling to comment any further. Isi contacted the isi clinical sales representative (csr) and obtained the following information regarding the reported event: on 02-aug-2022, the csr was informed of the patient¿s death. According to the csr, the or manager had stated that at the start of a da vinci-assisted benign hysterectomy surgical procedure, the surgeon used an unspecified "bariatric trocar" for initial entry. The surgical technique for trocar placement was not provided. The surgeon accidentally nicked the aorta and waited for about 6-7 minutes before converting to an open surgical procedure. The surgeon tried reviving the patient for about 40 minutes; however, by that time, the patient had coded and could not be revived. The robot was never docked. The or manager had also reported that the surgeon had given up her operative privileges. There was no allegation of a malfunction of an isi trocar that was associated with this event. Isi has attempted to contact the surgeon to obtain additional information regarding the reported. However, as of the date of this report, isi has not received a response.